Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen fell and the touch screen became shattered. Customer is unable to interact and access pump features due to the shattered touch screen. Customer's blood glucose was approximately 150-160 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.